Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the black box showed dates from (B)(6)2015 - (B)(6) 2015. The black box data from date of the complaint has been overwritten due to continuous use of the device. The original complaint could not be duplicated or confirmed. Current draws were within specifications. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery cap was able to fully tighten, but the top of the cap was damaged. The battery compartment was cracked. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.